Event description:
It was reported by the patient had recurring incontinence after a revision that occurred around six months ago with an artificial urinary sphincter (aus), the patient believes that there was fluid loss. The aus device remains implanted and active and the patient was instructed to find a new physician as the patient has moved away from the initial implant physician and is in a new location.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence that occurred six months prior to the revision procedure with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The physician believes the incontinence was due to device fatigue. Following the revision procedure the device stopped working due to a pinhole made by the physician during the revision procedure.

Manufacturer narrative:
Additional information: b5.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence that occurred six months prior to the revision procedure with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The physician believes the incontinence was due to device fatigue. Following the revision procedure the device stopped working due to a pinhole made by the physician during the revision procedure.

Event description:
It was reported by the patient had recurring incontinence after a revision that occurred around six months ago with an artificial urinary sphincter (aus), the patient believes that there was fluid loss. The aus device remains implanted and active and the patient was instructed to find a new physician as the patient has moved away from the initial implant physician and is in a new location. Additional information was reported that the patient underwent a revision procedure on (B)(6) 2020, the aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The physician believes the incontinence was due to device fatigue.